Event description:
It was reported that during a nissen fundoplication, the system responded with error 3 when the handpiece was plugged into the generator. The customer tried a second handpiece and received the same error. Another instrument was used to complete the procedure with no patient consequence.

Manufacturer narrative:
Date sent: 09/25/2007. Evaluation summary: the hand piece was returned with a loose mount. It was tested on a generator and gave and error code 3. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.